Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem technical support provided proper insulin labeling. The customer replaced the pump supplies and resumed insulin therapy. Customer's blood glucose was 300 mg/dl.